Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that a fdg14 lap nissen kit was used. During the procedure, the trocar sleeve started to leak after the inner gasket seal tore. They were replaced with individual 511sd trocars. (6) were replaced. The procedure was then completed. There was no consequence to the patient.